Event description:
Lead management case to extract one non-functional ICD cardiac lead (boston scientific 0184- implanted for 84 months). The physician began the procedure by prepping the lead with an lld ez; a 14fr glidelight was then utilized and advanced with little resistance to the svc/ra junction. Upon encountering the svc/ra junction significant resistance was met and the 14fr glidelight was unable to advance any further so the physician upsized to a 16fr glidelight which was able to advance beyond the adhesion. Approximately one minute into advancement through the right ventricle the patient's blood pressure began to drop. A tee probe was utilized; however no effusion was noted, upon release of traction on the lead and lld the patient's blood pressure recovered. The physician continued the procedure and again the patient's blood pressure dropped; tee verified an effusion was present. Extraction was completed just prior to the CT surgeon arriving and a sternotomy was performed revealing a tear in the svc/ra junction that was successfully repaired. The patient survived intervention.